Event description:
It was reported that a thyroid procedure was in progress on a patient with use of a nerve monitoring system. "It was observed about 10 - 15 minutes after the procedure began, the patient was not properly ventilated. A bronchoscope was inserted into the nerve monitoring emg et tube with difficulty. Upon visual inspection with the bronchoscope, it was noted the lumen of the emg et tube 7.5 size tube was completely closed. The et tube was replaced with a 8.0 size emg tube without further difficulty. The emg tube was more closely inspected after the removal. The tube appeared normal with the cuff deflated. Once the cuff was inflated, the lumen appeared occluded. The patient was transferred to ICU as a precautionary measure. It was reported there was no permanent impact to the patient and that "the patient is fine."

Manufacturer narrative:
This product is used for therapeutic purposes. (B)(4). The manufacturer's device analysis results: the tube involved in the incident and 4 other unused tubes from the same lot have been received by medtronic. The used tube involved in the incident was evaluated and delamination of the inner lining was confirmed as the cause of the herniation. Investigation of the raw material tubes used to manufacture the lot involved in this event show that there is a variation in the tendency to delaminate. Tubes from the same lot and other lots based on the same batches of raw material tubes were subject to testing by air inflation pressure to simulate a normal usage situation. Testing was done at the inflation pressure recommended in anesthesiology literature (about 25 cm h2o ~ 6.5 to 7.5 cc air) and no delamination or herniation was observed. Additional testing at higher pressures (10cc of air or >80.3 cm h2o) produced herniation and lumen obstruction of 29% but only in tubes that had previously shown delamination. This demonstrated that herniation and obstruction only occurs at pressures in excess of the 20-25 cm h2o inflation pressure recommended in anesthesiology literature. Summary of our current investigation: delamination of the lumen lining allowed herniation which resulted in the lumen obstruction. Product delamination is not likely when tubes are inflated as per the anesthesiology guidelines. Despite several requests the hospital has not provided us with answers to our follow-up questions, and it has not been confirmed how much air pressure was used to inflate the tube during this event; thus, for the time being, we remain inconclusive about the root cause of the delamination and lumen herniation that occurred in this event. This information is needed to complete the investigation. Device description the medtronic emg endotracheal tube is a flexible pvc endotracheal tube with an inflatable cuff. The tube is fitted with electrodes on the main shaft of the endotracheal tube. Intended use / indications for use the emg endotracheal tube is intended for use as a means of providing both an open airway for patient ventilation and for intraoperative monitoring of emg activity of the intrinsic laryngeal musculature when connected to an appropriate emg monitor. The emg tube is indicated for use where continuous monitoring of the nerves supplying the laryngeal musculature is required during surgical procedures. The emg tube is not intended for postoperative use. Warnings: emg tubes: avoid insertion of a suction tube or stylet in a tube that has been distorted by biting or other forces. This may further damage the tube and block the airway. Do not use local anesthetic gels or creams to lubricate the tube or apply topical anesthetic sprays on the vocal cords. The use of paralyzing anesthetic agents or neuromuscular blockers will significantly reduce, if not completely eliminate, emg responses to dir ect or passive neural stimulation. Whenever nerve paralysis is suspected, consult anesthesiologist. Do not over inflate the cuff. Over inflation may cause cuff deflation or rupture resulting in tube blockage and/ or tracheal damage. Avoid inadequate oxygenation due to a collapsed or blocked tube after performing a test inflation, by inspecting the inner diameter of tube for patency after test inflation. Recommendations: a spare emg endotracheal tube of the correct size should be kept readily available. There is a greater risk of damaging the tube under extreme operating conditions, such as excessive bending, prolonged procedures, and repeated manipulation. Test the emg tube cuff for leakage by inflating with 15 to 20cc of air. Thoroughly evacuate all air after testing. Some models of emg tubes may have an inflation valve clip inserted into the valve. Remove this clip before use. Prior to insertion, inspect the tube for damage to the tube, cuff or monitoring connections. If damage is observed, replace with another emg tube.